Event description:
The manufacturer was contacted in reference to ds2adv auto CPAP device. The user alleges that device not working over the weekend when she tries to turn device on it does not power on and gives an error code service required. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found pca burned , screen with scratches. There were 3 error codes found, the device was scrapped.